Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the insertion device was not releasing the sensor causing them to bleed. The customer did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.